Event description:
An rn called lifecor customer support to report that a battery pack in use by a female patient has only one bar left and the patient's second battery pack is displaying the "battery pack fault" light when placed in the charger. Support requested the nurse try the battery pack currently in use in the charger, it gave the same result. Support contacted the responsible sales rep. For a follow-up visit. The sales rep. Had the floor nurse try one of patient's battery packs in another patient's charger and it began charging normally. They will continue to use the other patient's charger to recharge both patient's battery packs until the replacement charger is received. A new charger was shipped to the patient.

Manufacturer narrative:
Evaluation: a malfunction of battery charger was confirmed. Initial evaluation found that when the charger was plugged into an ac outlet both the fully charged led (green) and bad battery led (red) were illuminated without a battery pack in the charger. Root cause investigation is currently underway. No adverse event resulted from the faulty battery charger. The patient received a replacement battery charger.